Manufacturer narrative:
Analysis of the pump found that there was corrosion/wear/lubrication and there was a stall due to shaft-bearing. Eval code-conclusion updated. Recent FDA coding changes offer limited options for medical device evaluation conclusion coding. Medtronic selected conclusion code because, although the device meets design specification, medtronic made enhancements to the design making this the closest code available with respect to this event.

Event description:
Documents contained no new information. On (B)(6) 2017, the manufacturer's representative called to request the mailing address to return the pump for analysis.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient's implanted infusion pump containing baclofen (1900mcg/ml at 774.5mcg per day). The indications for use included intractable spasticity and head/brain injury. On (B)(6) 2017, it was reported that a motor stall was seen at initial interrogation of the pump. The pump status or event log reported that a motor stall occurred, and the stopped pump period may exceed tube set. No recovery was noted. The stall occurred on (B)(6) 2017, and the patient did not recently undergo magnetic resonance imaging (MRI). The patient experienced withdrawal symptoms. Additional information was received from a manufacturer representative on (B)(6) 2017. It was reported that the patient's managing healthcare provider initially reported the motor stall. The pump was replaced and the cause of the motor stall was unknown.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received on 2017-apr-12. The patient's weight at the time of the event was (B)(6) pounds. No further complications were reported as a result of the event.